Event description:
New information received notes that the patient's left ventricular (lv) lead was also dislodged.

Event description:
The patient presented to the clinic for a scheduled lead revision procedure. The left ventricular (lv) lead was explanted for an unspecified reason. During the procedure, the physician inadvertently dislodged the right atrial (ra) lead. Consequently, both the lv and ra leads were explanted and replaced on (B)(6) 2025. The patient remained stable throughout the procedure.